Manufacturer narrative:
Only the inserter was returned. Visual assessment of the device confirmed the reported complaint of breakage. The inner shaft tip has broken off and was not returned for examination. After the evaluation the root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an arthroscopic hip labral repair, the metal prong twisted so much that it broke off inside the anchor. The metal prong was removed with graspers. The anchor was able to be used successfully. No backup device was needed. There were no reported patient injuries or surgical complications. No other complications were noted.